Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with post operative unexpected outcome.

Manufacturer narrative:
A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).